Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received 2 sureform 30 white reloads associated with this complaint. Failure analysis did not confirm the reported event. The first white reload visual inspection found no physical damage. The reload was returned fired. No staples remained inside of the cartridge pockets. Review of the instrument logs found that the instrument successfully fired one reload. No product issue was identified. The reload was returned fully fired, as evidenced by the switch position within the tail and lack of staples remaining. All pushers were deployed. The condition of the returned reload aligns with the complete firing of a white reload that was confirmed via log review of the returned stapler instrument. Additional observation is a minor dent of the top surface of the reload at the distal end. The dent is not thought to have contributed to the incomplete staple line. The second white reload was returned unfired, with both the installation and removal tools dislodged from the cartridge. The reload was inspected and found to be undamaged. The reload had not been fired. All of the reload staples were seated in the cartridge pockets as expected. The reload was installed onto the instrument with no issues and fired onto a test sheet with no issues. The sureform 30 curved-tip stapler was returned. Instrument logs were reviewed and confirmed a completed fire with a white reload during the procedure. The fully deployed white reload was returned with the stapler. The instrument was tested on an in-house system and was found to be fully functional. The instrument moved intuitively with full range of motion in all directions. It opened and closed properly. The reload was fired successfully onto a test sheath with no issues. Review of the logs found no errors related to the instrument. No errors were observed during initialization, clamping, firing, or unclamping. The instrument was inspected, and no loose or lodged components were detected. The driver was manually extended and retracted without issue. All cables were intact and free of damage. No damage was observed to the driver, wedge, or welds. The lockout mechanism functioned as intended.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted left nephrectomy procedure, bleeding was observed following the use of a sureform 30 curved-tip stapler instrument with a sureform white 30 reload. Upon opening the stapler instrument jaws, a minimal amount of bleeding was noted, and malformed staples were visible. To control the bleeding, the surgeon compressed the vessel using the stapler instrument. An attempt was made to clip the vessel with a large clip applier instrument, but the vessel's diameter exceeded the capacity of the clip. Subsequently, a third-party laparoscopic clip applier was used to place clips on both sides of the stapler instrument jaws. Hemostasis was achieved; estimated blood loss from the event was approximately 25-50 ml, with a total of 200 ml for the procedure, and no blood transfusion was required. No additional tissue resection was required. There were no error messages observed during the firing sequence of the sureform 30 stapler instrument. The artery was noted to be well dissected prior to the stapling with the sureform 30 white reload. The procedure was successfully completed robotically. The patient experienced no postoperative complications, and there are no concerns for long-term complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The surefom 30 stapler log show the instrument was installed on the system 1 time and fired 1 sureform 30 white reload. On the only install, the system failed to detect the reload color, and the user manually selected the white reload color on the surgeon side console touchpad. The first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Additional patient information: body mass index (bmi) of 24.3.